Event description:
Complainant alleged that the medics were transporting a 73 year old male pt, who was suffering from chest pains. The pt then went into ventricular fibrillation and the medics attempted to defibrillate the pt (joule setting unk), but the device failed to charge. The medics then performed a precordial thump on the pt. At this point the ambulance arrived at the hosp, where the pt was defibrillated with the hosp's device. The pt subsequently expired, but the complainant indicated that "the paramedics reported that this was unlikely to be due to the defibrillator failure in the ambulance."